Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that induction testing during implant was stored in this subcutaneous implantable cardioverter defibrillator (s-ICD), however, did not appear to show the induction sequence. Boston scientific technical services (ts) discussed the potential of a telemetry anomaly as the programmer wand was noted to be under the table at the time of induction. No adverse patient effects were reported. This product remains in service.